Manufacturer narrative:
The lot complaint history was reviewed. The device history record shows that the product was released per specifications. The auto infusion valve (aiv) manifold was tested. An external pressure source was used to perform a cracking pressure test. The pressure was incrementally increased until the valve actuated. The sample was non-conforming due to the higher than expected cracking pressure. The root cause of the customer¿s complaint is the failure of the device to switch from fluid to air whereby the aiv failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage). (B)(4).

Event description:
A surgeon reported that there was no gas released when switching from irrigation to gas during a left eye vitrectomy surgery. The surgeon attempted to resolved the issue by switching the system settings back and forth, but that did not resolve the issue. The patient experienced a decrease in the intraocular pressure. The cassette pack was replaced and that resolved the issue. There was no patient harm. As per the reporter. Additional information and product samples were requested. No additional information has been received for this report at this time.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there was no gas released when switching from irrigation to gas during a left eye vitrectomy surgery. The surgeon attempted to resolved the issue by switching the system settings back and forth, but that did not resolve the issue. The patient experienced a decrease in the intraocular pressure. The cassette pack was replaced and that resolved the issue. There was no patient harm as per the reporter. Additional information and product samples were requested. No additional information has been received for this report at this time.